Manufacturer narrative:
Hill-rom sent a replacement power cord. It is necessary for the vest® airway clearance system to have an effective maintenance program. We recommend that you do annual preventive maintenance. The power cord is with the unit, and it is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this unit. It is unknown if the account performs preventative maintenance on this unit. The account will replace the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord sparked and left a burn mark on the end of the cord. The unit was located in the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).